Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/16/2014 with the following findings: investigation was completed using the returned battery cap. There was no evidence of contamination found under the button key contacts. The reported issue with the keypad buttons was not duplicated during investigation. Unrelated to the complaint, the audio bolus button was found to be missing and detached. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the up/down arrow and contrast keypad buttons were unresponsive. The contrast button has no affect on insulin delivery function. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.